Event description:
Additional information received on 6/26/2024: the original procedure was an mis bunion performed on (B)(6) 2023. An ar-8735bv-32 beveled ft screw 3.5 mm x 32 mm and an ar-8740bv-36 beveled ft screw 4.0 mm x 36 mm were implanted. The revision surgery occurred on (B)(6) 2024, and both screws were removed. After the removal of the screw, the case was completed without new hardware. The revision surgery was performed due to heat and irritation on the medial side of the foot. The foreign body could be seen on initial x-ray.

Manufacturer narrative:
Additional information: d6a, d6b, g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5/30/2024, it was reported by a sales representative via email that a beveled screw had shards of metal coming out of the screw. This was discovered during a hardware removal procedure. It was reported that the patient's bunion cut was healed but was experiencing an inflammatory response. No additional information was provided. Additional information requested.